Event description:
A patient reported experiencing inaccurately erratic results with an ot ultra meter. The patient's blood glucose results were 170 and 120 mg/dl. Tests were done within 10 minutes with a difference of 31%. Patient did not experience any adverse events. No further information has been reported. Customer mentioned they went to the doctor because customer was low, doctor did not test them, just told them to drink orange juice.